Event description:
It was reported that the patient experienced three bent cannulas of the infusion set events from (B)(6) 2026, which resulted in hyperglycemia. The patient¿s blood glucose level was managed with a correction injection administered via multiple daily injections (mdi). The patient subsequently replaced the infusion set and successfully resumed insulin delivery.

Manufacturer narrative:
MDR (B)(4) / initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.